Event description:
It was reported that the user requested assistance completing a full supply change for the ilet using a steel infusion set and temporarily discontinued pump use after misplacing the device, during which a blood glucose of 386 mg/dl was noted and backup subcutaneous insulin therapy was used until reconnection. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy with self-management using backup insulin until glucose returned toward target and the ilet was reconnected. Investigation included remote troubleshooting and user education to prepare the cartridge, connect the steel infusion set and tubing, and complete the supply change. Investigation of this case revealed successful completion of the supply change and restoration of therapy without device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the event was related to therapy interruption due to user circumstances rather than a device malfunction.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.